Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there was one previous complaints on this device. The device was returned on 04/02/2024 and evaluated on 04/26/2024. The pump was tested with the testing protocol for infusion flow rate accuracy. The pump's event log was pulled as part of the investigation to highlight any irregularities that may highlight the pump malfunctioning. Upon review it was noted that there are 47 counts of the upstream occlusion code in the event log. The pump was set to run at a rate of 0.8 ml per hour and a vtbi of 50 ml, since the end user's library prevents an infusion larger than 50 ml from being ran. The infusion was successfully completed and the pump was able to alarm when the line was clamped, not providing any false alarms or abruptly powering off. The initial bottle weight was recorded at 111.724 g before the infusion, and the final bottle weight was measured at 158.978 g after the infusion, which has a total infusion weight of 47.254 g and a deviation of -5.492%. The pump is not in range and is not performing to specification, falling out of the +- 5.0 % range. The MDR reportability of the complaint is being upgraded to "yes" based on the flow rate findings from pump evaluation, as it is performing out of specification: 04/26/2024 the weights were taken on an and fx-500i scale with control # itv-eq-027 and calibration date 3/18/2024. The IV set used was an hs-008 set with lot # 2301005 and expiration date 02/01/2026. Upon further evaluation there were no loose connections or components inside of the device. It was also noted that the plastic hook that holds the metal bar on the bottom of the pump housing is broken. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue not found, device does not perform to specification. Several capas had been opened in order to fully investigate and address the root causes of the reported events.

Event description:
On 02/19/2024, infutronix received a report that a pump "pump - acts like it is running but is not infusing". The infusion cannot resume without causing delay in treatment. No patient was harmed. Device was returned on 04/02/2024 for further evaluation. Detail of the evaluation was in section h of this MDR.